Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensed noise. Isometric testing was performed and noise was not reproduced. No further intervention was performed, and the patient will be further monitored. There were no patient consequences.